Manufacturer narrative:
Insulin pump was unable to perform displacement test, operating currents measurements and off no power test due to blank display. Insulin pump had a blank display due to connector not plugged in properly. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer stated that the pump is shutting down without the alarm. Customer received a new battery cap last week. Customer stated that the pump worked okay for 10 minutes. Customer had a blank display after getting a new battery cap. Customer's blood glucose level was 300 mg/dl. Customer was advised to disconnect from the pump. Customer treated with a manual injection. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.